Manufacturer narrative:
(B)(6). The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a preface® guiding sheath with multipurpose curve and a hemostatic valve separation issue occurred. It was reported that a part of the sheath (white plastic part) was broken. Sheath was not used inside the patient. The procedure was successfully completed without any delay. There were no patient consequences. The hemostatic valve separation issue was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
The device evaluation was completed on 09-aug-2022. It was reported that a patient underwent a cardiac ablation procedure with a preface® guiding sheath with multipurpose curve and a hemostatic valve separation issue occurred. It was reported that a part of the sheath (white plastic part) was broken. Sheath was not used inside the patient. The procedure was successfully completed without any delay. There were no patient consequences. Device evaluation details: the product was returned to biosense webster for evaluation and it was sent to the device manufacturer for further investigation. Visual analysis of the returned sample revealed that the cap was separated from the hub. The dimensional and microscopic analyses were found within specifications. A product history review could not be performed since the lot number is not available. The lot number of 18073255, which was provided by the customer, and was initially reported under (B)(4), was not recognized by the manufacturer. Therefore, a product history review could not be performed. The complaint reported by the customer was confirmed. The returned unit presented a cap separation condition. Exact cause of the cap separation could not be conclusively determined during the analysis. The dimensional analysis results were found within specification and no damages nor anomalies were observed neither on the hub ring nor on the brim cap. Procedural factors or handling process may contribute to this issue. Controls are in place to verify the product conditions. The cap assembly are inspected 100% before leaving the facility. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).